Event description:
The customer was obtaining erratic results on the device when testing blood glucose. They obtained a result of 466 mg/dl and then dosed insulin. Customer was acting drunk later and their glucose was 352 mg/dl on the device. Emts were called and they checked glucose at 16 mg/dl. Treated with an IV. Controls were not used on the system. The glucose strips had been stored out of their original capped vial in a carry case against the manufacturer's labeling. The device was replaced and requested to be returned for evaluation.